Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ protector (p21) had foreign matter in the fluid path. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary:one protector sample with a vial was received for evaluation by our quality team. For the injector product, lot number 1805107 was provided for evaluation. For the protector product, lot number 1807112 was provided for evaluation. A device history record review did not reveal any quality issues during the production of lot number 1805107 or 1807112 that could have contributed to the reported incident. Through visual inspection of the returned sample, fragments of the rubber stopper were found within the filtered drug. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. No defects were observed to the protector needle. Based on the investigation results, a definite cause could not be determined for this incident. Use of the m12 assembly fixture is recommended to ensure proper connection of the protector product. A corrective and preventive action plan has been initiated to further investigate this issue and reduce its reoccurrence.

Event description:
It was reported that bd phaseal¿ protector (p21) had foreign matter in the fluid path. No serious injury or medical intervention was reported.